Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was investigated. As received, the monitor was able to power on but failed testing. Upon evaluation, the c1 capacitor was shorted causing the l1, l2, and d2 components to open. The cause of the test failure is the damaged. The root cause of the damaged components cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.